Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence, cystocele and rectocele. Following insertion, the patient experienced pain, infection, bleeding, dyspareunia and urinary problems.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, overactive bladder, recurrent urinary tract infection, and incontinence. Additional (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/03/2016. It was reported that following insertion the patient experienced urgency, and frequency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis.